Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted due to lead suture sleeve being cracked. Therefore, the physician opted to complete the process with a new lead. Also, the pacing/sensing lead impedance increased to high, within normal limits measurements and the shock impedance was high, out of range. The field representative does not know if any part of the lead structure was damaged due to the suture sleeve cracking. The attempted rv lead is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted an indent in the insulation ~188 mm from the terminal end. The suture sleeve has been cut/torn in half. This damage is consistent with a suture being tied very tight onto the lead/suture sleeve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted due to lead suture sleeve being cracked. Therefore, the physician opted to complete the process with a new lead. Also, the pacing/sensing lead impedance increased to high, within normal limits measurements and the shock impedance was high, out of range. The field representative does not know if any part of the lead structure was damaged due to the suture sleeve cracking. The attempted rv lead has been returned. No adverse patient effects were reported.